Manufacturer narrative:
The customer reported evaluating the device and could not duplicate the device settings behavior reported during use. The suspect device/component has not been made available for an analysis and no return good authorization (rga) has been issued to the customer. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an oxygen desaturation during a ventilator device settings change, while in patient use on a spontaneous pressure support ventilation (psv) modality on this ventilator device. The customer reported the device monitor peep setting displayed abnormal fluctuations. The patient was removed from this device and placed on an alternate device with no reported harm or injury.